Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for seven patient samples for multiple assays. The customer spoke to the field service representative and was instructed to replace the sample probe. After the probe replacement, the customer stated the issue was resolved. The samples were then repeated on the same analyzer. Of the data provided, only the creatinine plus version 2 result for one patient sample was discrepant and reported outside the laboratory. The initial result was 15 mg/dl. The repeat result was 0.6 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The creatinine reagent lot number was 66900201 with an expiration date of 06/30/2013. The field service representative determined there was a problem with the sample probe. After replacement of the probe, he instructed the customer to perform precision on several assays. The customer did this, and communicated that the precision was good and they were no longer having any questionable results. Upon follow up with the customer, the field service representative performed precision on analyzer and stated the customer has not had any other issues with system.